Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received, it was clarified by the asp that the device was not connected to a patient at the time that the issue was initially observed. The device diagnostic report (drpt) was also stated to not be available. The device configuration including make/model of all breathing circuits, leak ports, mask/interfaces, and attachments was stated to be asked but unknown (asku). The device was confirmed to have been returned to use following the tightening of the oxygen connector. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the oxygen connector was found to be loose. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The customer informed the stated that the loose connector was causing the gas in the circuit to leak. The issue was stated to have been resolved by tightening the oxygen connector. This investigation is ongoing.